Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown durasul-inlay 60/32; item# unknown; lot# unknown. Report source - foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty surgery and approximately seven years later a revision surgery was performed due to the ceramic head fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - medical devices: dural alpha insrt neutralmm/32; item# 0100013413; lot# unknown. Both head and insert were returned for investigation. Fracture of the head can be confirmed. The outside surface of the insert displays long, thin scratches. The surface of the shell in contact with the head is heavily damaged: scratches and nick are present all over the inside surface. In the innermost part, the material is deformed, particularly on one side; on the same side it is also possible to see area where the material was removed. Looking at the x-ray provided, it is possible to assume that the deformation and lack of material on the inside surface of the insert is most likely due to the contact with the stem, after the fracture of the head occurred. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Medical reports and radiograph were provided and reviewed. Ap and lateral x-rays before revision surgery shows a clear fracture of the head and the stem is seated in the insert. No signs of radiolucency or loosening in the image. As reported in the op notes of the revision surgery, alignment and fixation of the stem were considered appropriate. Signs of synovitis were found during revision surgery. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information as the product item and lot number has been provided. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Revision doctor name: dr. (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient underwent initial left hip arthroplasty surgery and approximately seven years later a revision surgery was performed due to the ceramic head fracture.